Event description:
It was reported that occlusion alarms occurred. There was no reported adverse impact to customer¿s blood glucose level. The customer reported air bubbles that were observed within the pump supplies. The customer primed the tubing resolving the occlusions.